Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The analyst noted that there were 15 nst episodes with v-v intervals less than 220 ms (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The analyst noted that the lead failure predictor triggered on (B)(6) 2016 for lead impedance and v-sics. Finally, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that the right ventricular pace impedance was steady at approximately 420 ohms through (B)(6) 2016, spikes to 836 ohms (B)(6) 2016, then returns to prior levels. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a confirmed fracture, oversensing, and a lead integrity alert (lia) triggered due to two hundred and thirty nine sensing integrity counter (sic) counts and sixty eight fast non-sustained ventricular tachycardia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.